Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with a native sievers type 0 bicuspid aortic valve with a perimeter of 65.7 millimeter (mm), a pre-implant balloon aortic valvuloplasty (bav) was performed with an 18mm non-medtronic balloon. The valve was deployed in the aortic position. Under fluoroscopic inspection, the valve frame appeared constrained with a mean gradient of 14 mm hg. A post-implant bav was performed with a larger 22mm non-medtronic balloon which inadvertently manipulated the valve frame and caused it to dislodge up into the sinuses, about -10 on the greater curve and at 0 on the inner curve. Rapid temporary pacing was initiated for both bavs. The patient¿s diastolic blood pressure (bp) was baseline at 60-70 mm hg and the gradient was below 20 mm hg. An angiogram was performed and showed good coronary flow. A decision was made to leave the first valve in place and implant a second in the proper position. A delivery catheter system (dcs) loaded with the second valve was inserted into the patient, but met resistance within and would not advance through the first valve. A snare was used to move the dcs through the first valve and into the aortic position. During deployment of the second valve, the patient¿s bp decreased acutely to 50 mm hg/30 mm hg. The valve was deployed successfully; bolus pressor medications were administered and the bp recovered. A post-implant transthoracic echocardiogram showed a mean gradient of 6 mm hg. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d-evprop2329us, lot #: unknown, ubd: unknown, UDI#: unknown. Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product information for the concomitant product was received: product ID: d-evprop2329us, lot #: 0011008740, ubd: 2024-01-06, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.